Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low and high blood glucose. Customer reported being a brittle diabetic and would experience blood glucose ranging from 40 mg/dl to 400 mg/dl. The customer would treat their high blood glucose with the insulin pump and low blood glucose with food. The customer also reported having issues with rewinding the insulin pump. Customer reported the rewind process would be stopped halfway through. The customer also reported several cracks on the insulin pump. Customer was unsure how the cracks occurred. The customer declined to troubleshoot for their high blood glucose. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.